Event description:
Customer reported that a pt was readmitted for emergent evisceration in 2005. Pt had a ventral hernia repair 8 days earlier. Eight days later pt coughed and felt something burst. Pt was returned to surgery for emergency repair. It was observed that the mesh had held on the sides, but had split up in the middle.